Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 24 and 30 (mg/dl). Reportedly, the customer's basal rate setting was too high for the night. Sugar packets, juice and soda was consumed to treat the low bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.